Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient did not receive extension tubing. It was stated that the tubing gets kinked, and urine would blow the catheter off the skin. The representative informed that they can send out 4 samples of the extension tubing, and it will be expedited.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect operation". It is unknown whether the device had met relevant specifications. Based on patient code 2645 the product was not used on the patient. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the device was not returned.

Event description:
It was reported that the patient did not receive extension tubing. It was stated that the tubing gets kinked, and urine would blow the catheter off the skin. The representative informed that they can send out 4 samples of the extension tubing, and it will be expedited.